Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt inflation valve popped out so the balloon would not hold air. A replacement device was used to complete the procedure. There were no patient complications reported by the hospital. The date of occurence was between (B)(6) 2009 and (B)(6) 2009.

Manufacturer narrative:
Investigation results: the visual inspection revealed that the black inflation valve popped out. Based on the reported complaint and the visual analysis, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. The reported failure "short port btt black inflation valve dislodged" was confirmed. (B)(4).